Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was deployed and deformed. It is likely that the stent was damaged during use resulting in the reported event. It is likely that procedural factors contributed to the observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
The result of the device analysis revealed that the stent was deployed. There was no clinical consequences to the patient.